Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire was stuck under the grip tips making the grip tips to get stuck and not open. The wire insulation was not damaged. Electrical continuity test was not performed as the jaws were not opening. Additional observation related to customer reported complaint: the instrument was found to have stuck grip tips. The grips did not open and close properly and the instrument was not fully functional. This was caused by a dislodged conductor wire stuck underneath the grip tips preventing the opening and closing of the jaws. The instrument was found to have a lodged grip tang near the conductor wire. This contributes to the grip getting stuck and not moving in opening and closing.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a force bipolar instrument was broken. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.